Manufacturer narrative:
The insulin pump was with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Was not verified due to blank display. The device had minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
It was reported that the customer had low blood glucose levels of 65 mg/dl. The customer reported a button error alarm from the insulin pump during bolus. The battery of the insulin pump was reinstalled and the screen went blank. The customer cleaned the battery cap and the display returned. It was reported that the button error on the insulin pump could not be cleared. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)